Event description:
The pt reportedly experienced sound quality issues and loss of sound. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved.